Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the laparoscopic gastrectomy, the device was able to fire while on stomach, but when they checked the staple formation, the load did not close completely and noticed an incomplete staple line distally. They used another reload to fix it and the case was completed. There was no patient injury.